Event description:
It is reported that the drill bit broke in half while the reaming over the guide pin.

Manufacturer narrative:
Evaluation summary: the exact cause analysis can not be determined with certainty. No product was returned. As stated in the per, the cannulated drill broke in half. The drill was not returned for review but it is likely that it is the collar that broke. This is a previously addressed design issue where insufficient weld penetration was found. The instrument was redesigned from a 2-piece to a one-piece design. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.